Event description:
Follow up revealed that the patient underwent surgery to have their ipg replaced. Reportedly, effective therapy was restored post operatively

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg is giving a ¿replace generator, the generator has reached the end of it's service. Contact your physician¿ message. Reportedly, the patient experienced a loss of therapy. As a result, surgical intervention may be pending to address this issue.